Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07079. It was reported that a perforation with subsequent pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system was positioned in the laa and 21mm watchman ® laa closure device & delivery system (wds) was advanced and deployed. The device was noted to be too proximal, therefore this device was fully recaptured and removed. Another physician advanced a second 21mm wds through the was. During deployment the feet of this device perforated the appendage wall resulting in a pericardial effusion. The patient¿s heart rate was fine; however their blood pressure did drop a bit. Protamine was administered. Pericardiocentesis was performed and fluid was re-infused back into the patient; however the effusion could not be controlled. The patient was transferred to surgery where the device was successfully removed and the laa was ligated. The patient was stable. After some time in cardiac rehab the patient was discharged home.